Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 29mm sapien 3 ultra resilia (s3ur) valve in a pre-existing non-edwards surgical valve, the balloon to the 29mm commander delivery system (ds) radially ruptured when the s3ur valve was fully expanded. In response, the balloon was partially pulled back inside the 16fr esheath+, at which point the esheath+ kinked. The operating team attempted to advance the balloon to straighten the esheath+ but were unsuccessful. A snare was then opened and inserted to help assist with balloon retrieval. The flex catheter was advanced further into the esheath+ and this helped straighten the device. A vascular cutdown was preformed, and the ds and balloon were successfully removed together. It was confirmed that the balloon was fully removed and no balloon material tore off the catheter inside the patient. There was no additional harm to the patient and the valve was functioning properly with no issues. The patient had stable vital signs throughout the entire procedure. The balloon was discarded.

Manufacturer narrative:
The investigation is ongoing.